Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 41.3x38.9mm diameter and 110.1mm in length abdominal aortic aneurysm. The proximal neck was 17.7x15.4mm in diameter and 14.9mm in length. The left common iliac artery was 9.9 x 6.9mm in diameter and the right common iliac artery was 7.9 x 7.0mm in diameter. The right external iliac artery measured 4.01mm in diameter. The right internal iliac artery measured 8.9 x 8.1mm in diameter and the left internal iliac artery measured 8.2 x 7.7mm in diameter. It was reported that at the index procedure the patient had 2 left renal arteries. The lower renal artery was supposed to be embolized; however, it was not performed and the stent graft was implanted. The renal artery was not embolized due to the stent graft covering the renal artery. It was noted that there was a proximal type I which was treated with an aortic cuff. It was reported that the endoleak resolved one week post procedure. No additional clinical sequelae were reported and the patient is fine. Physician¿s comments: it is acceptable result because of narrow proximal neck and short neck. The patient is old enough to have further treatment.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; narrow and short proximal neck. Proximal neck 17.7x15.4mm in diameter. Conclusion: endoleak. Anatomy related; narrow and short proximal neck. Proximal neck 17.7x15.4mm in diameter.